Event description:
It was reported that the insulin pump had physical damage. Customer stated he was trying to take off the battery cap and insulin pump broke. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Battery cap was broken. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.